Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the light flickers on and off during use. The blade does not fit snug on the handle. No patient harm/injury or consequence.